Event description:
It was reported that the patella was opened, and packaging was compromised making the implants unsterile. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned product and packaging confirmed that the sterile packaging had a breached seal consistent with thermal damage and sterility was breached. The device history records were reviewed and no discrepancies were identified. The root cause of the reported event is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.